Manufacturer narrative:
The t:slim g4 user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an incomplete bolus alert. The customer attempted to deliver a bolus however the bolus was not completed. The customer experienced elevated blood glucose (bg) levels. The customer delivered a bolus and stated would administer manual injections to address bg level. Tandem technical support educated the customer to confirm the bolus after delivery. The customer acknowledged.